Manufacturer narrative:
Per (B)(4) final report: additional information, including x-rays, operative notes, patient details, an update on the patient, and the return of the explanted devices was requested in order to progress with the investigation of this event, however, only pre-operative planning documents could be provided and thus the investigation of this event was very limited. It has been confirmed that the explants cannot be returned for examination. The appropriate device details were provided and the relevant device manufacturing records will have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation could be conducted and the root cause of the dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner and cocr modular head after approximately 10 months due to dislocation.

Manufacturer narrative:
Per -2623 initial report. Additional information, including x-rays, operative notes, patient details, an update on the patient, pre-operative planning documents and the return of the explanted devices was requested in order to progress with the investigation of this event, however, not all information could be provided and thus the investigation of this event is limited. Pre-operative planning documents have been provided and will be reviewed at corin. It has been confirmed that the explants cannot be returned for examination. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Trinity revision of the ecima liner and cocr modular head after approximately 10 months due to dislocation.